Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. The insulin pump had missing end cap sticker.

Event description:
The customer's father reported via phone call that they received a button error alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
After further review of the complaint, it was determined sections were filled out incorrectly in the initial complaint. In 2012 high blood glucose was not considered a reportable event. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.